Event description:
It was reported that a cartridge did not fit securely onto the pump, and fell out of the pump during insulin delivery. There was no reported adverse effect to customer's blood glucose level. Reportedly, the issue resolved.

Manufacturer narrative:
Device not returned.